Event description:
The customer reported that the image is out of focus. Also the snubber assembly was not working properly. The system wouldn't fire at all and now it's blurry.

Manufacturer narrative:
The ge service rep replaced the image intensifier power supply with no change. He ordered a new i.I. Assembly and replaced the image intensifier assembly. The image is no longer blurry and sizing is normal. Complete beam alignment procedure. The camera mechanical centering was off. The monitor sizing and software centering needed to be adjusted. The collimator software calibration was completed. The rep verified camera tracking, line pair and x-ray outputs are within procedure specs. The system is operating as intended.